Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as open wound from tight garment digging into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s care team placed a dressing over the affected area and applied a cream. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.